Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions exposing the outer coil at 18.2cm to 18.7cm and 43.8cm to 44.6cm from the distal tip consistent with friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.